Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a drawer 5.1 failed and required maintenance. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 5.2 would not open. The drawer was removed, and it was noticed that the light sensor was not positioned correctly. A field service engineer (fse) repositioned the latch sensor, tested all drawers and slides to ensure they were working properly, opened the top cover to check connections in the electronics drawer, and removed dust under the top cover to resolve the issue. The system functioned as intended after the field service engineer repaired the device